Manufacturer narrative:
D4 and h4 the catalog#, lot#, expiration date, and manufacture date are unknown.

Event description:
It was stated that unspecified spiros experienced disconnection. It was stated that "as we discussed we have had numerous issues with spiros disconnecting from the rest of the giving set ¿ this has occurred from all potential parts of the set but in particular from y connectors. So far, this has always been from the side where the purple cap is. This has been encountered when attached to patients with chemotherapy running. When investigating, grace and I have found the spiros to disconnect from the y-connector when we are holding it in our hands." The event occurred during chemotherapy running. The handling / use of the product of the event occur was during use on patient. Other products involved at the time of event was the bifurcated minibore extension set where the manufacturer was codan. Someone become aware of the issue when tubing noted to be disconnected with patient treatment, also noted when being primed for administration. There was medication being used with this product and it was chemotherapy. Stated that they have a sample that was used in the videos, and it was not contaminated. There are 2 videos showing the spiro unscrewing by there was patient involvement but no adverse event and no delay in therapy.

Manufacturer narrative:
Additional information in d1, d4, d9, & h4. Two (2) videos were provided showing the spiros disconnecting from the needleless access devices with no interaction. The spiros did not appear to be fully connected to the needleless access devices in either video. The reported complaint can be confirmed. The probable cause is unknown.